Manufacturer narrative:
Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is complete, and/or, when add'l info is received from the hcp.

Event description:
There were confirmed stalls several times over the past month. The last stall was recorded in 2009 in the event logs with no recovery. A tube set message was posted 2 days later. There was also a volume discrepancy of 4 ml. The actual volume was greater than the expected volume. The pt experienced a return of symptoms along with a loss of bladder control, difficulty speaking and the inability to feed herself. The pump contained sufenta 200 mgc/ml at 88.17 mcg/day and bupivacaine 6 mg/ml at 2.6451 mg/day. It was thought that the stall occurred due to a filter clog. The pump was replaced. The pt recovered without sequelae.